Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomalies. The customer¿s blood glucose level was unknown. It was stated that there was scratches on screen, sometimes making it harder to read, battery cap was sometimes hard to screw in or out, random no delivery alarms at times, battery life was diminished. The troubleshooting was not mentioned. The device will not be returned for analysis.